Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx434-t) was implanted. According to the complainant, the shunt system showed a blockage. The patient underwent a revision procedure. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Conclusion information: due to the fact that we received the return with a significant delay after the complaint was completed (without a sample), a meaningful analysis is not possible. The proliferation of microbiological organisms (fungi, mold, etc.) Due to prolonged storage before return for examination means that a meaningful analyses of the malfunction by us is impossible. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. The release for testing is also not included. An application for release would result in further delays in testing. A traceability check has been carried out with the return shipment and showed no deviations. Actions: no further actions are required as a result of the complaint. If you have further questions, please contact the vigilance team by mail (B)(6). Return of the product: we will return the product without examination to the submitter for our relief.

Event description:
The complained product was sent to the manufacturer. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected product. A meaningful analysis/ a final conclusion is only possible with product data and an examination of the valve.

Event description:
No further information available. The sample is not available for investigation.